Event description:
It was initially reported to boston scientific corporation that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrogradecholangiopancreatography procedure performed (B)(6), 2010.according to the complainant, after dilatation with the balloon, the balloon was deflated and at this time blood and contrast came up into the inflation/deflation device, indicating a hole was present in the device. Additional information received from the complainant stated the balloon did not burst, however investigation results noted a tear in the balloon confirming the balloon did burst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): investigation results a DHR review was done and confirmed there were no anomalies or deviations in the manufacture of lot 12329033. A review of the complaints database for similar complaints concluded there are no adverse trends for this defect type. Information received from the complainant indicates the device was used in accordance to labeling instructions. Visual observation of the returned complaint device noted the balloon was deflated fully and there was no damage to the catheter shaft. A functional evaluation was performed and the balloon was unable to be inflated due to a small circumferential tear, confirming the balloon did burst. The most probable root cause for this complaint was determined to be operational context.